Event description:
A (B)(6) male was implanted with an acticon device on (B)(6) 1999. On (B)(6) 2010, the cuff was removed and replaced due to fluid loss, small hole in cuff, therefore, rendering the acticon inactive. Pt's outcome was satisfactory and acticon was operational.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Ams has requested the return of the explanted device. Should additional info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent. The event is captured in our labeling as a foreseeable event.